Event description:
It was reported that tandem mobi pump generated cartridge alarm during use. There was no adverse impact to the customer's blood glucose level. Customer was able to reload original cartridge, successfully resume insulin delivery, and resolve alarm, and technical support advised customer to call back if issue reoccurred, after which case was closed.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.